Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2021-03640. All investigation activities will be captured under report 1416980-2021-03640. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to push fluid through the line of an unspecified quantity of sub-q-set subcutaneous infusion sets. This issue occurred while attempting to flush the lines prior to patient therapy. There was no patient involvement. No additional information is available.